Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
A sp8378 fell apart during an operation. According to the charge nurse (name unknown) there was no injury or adverse event. All I know is the event happen on (B)(6) 2018. The nurse went to the or to retrieve some dirty case cart and noticed a red biohazard on one of the carts with a note that stated: ¿this snowden-pencer instrument broke off in a patient¿. I was never called to a room. The nurse called surgery charged nurse (I can¿t think of her name) and asked if a room reported that an instrument broke off in a patient, she said no one called and said anything to her. Although asked, nothing further was able to be provided.

Event description:
A sp8378 fell apart during an operation. According to the charge nurse (name unknown) there was no injury or adverse event. All I know is the event happen on (B)(6) 2018. The nurse went to the or to retrieve some dirty case cart and noticed a red biohazard on one of the carts with a note that stated: ¿this snowden-pencer instrument broke off in a patient¿. I was never called to a room. The nurse called surgery charged nurse (I can¿t think of her name) and asked if a room reported that an instrument broke off in a patient, she said no one called and said anything to her. Although asked, nothing further was able to be provided.

Manufacturer narrative:
(B)(4). January 2018. Device history records: all steps signed and dated as complete and no material substitutions were made. Upon receipt the complaint sample received a visual inspection. The following markings were found on the device: sp8378, a18, ce0123, snowden pencer, and USA. No evidence was found that the device is not authentic. Visual inspection verified the complaint failure mode, the device is broken at the distal end. The pin that joins the actuating rod to the links of the jaw/clevis assembly is missing and the actuating rod and clevis/jaw assembly are now two separate pieces of the device. The absence of the actuating rod-links pin caused this separation. This device was manufactured with the pin or it would not have passed final inspection of finished good devices which checks for functionality, and it would not have been functional for the customer between the manufacturing date of january 2018 and the awareness date, 02aug2018. Visual damage to links or the actuating rod that would allow this pin to escape from the device was not found. The thickness of the links at the pin hole, the thickness of the actuating rod at the pin hole, the diameter of the pin hole on the actuating rod and the diameter of the pin holes on the link were all measured with calibrated calipers or smartscope and found to be within pre-assembly specifications per prints. This indicates two things. The returned components at this joint most likely had their full design strength at the time the device failed. The joint did not have the play to allow the devices to slip off one another and fall apart. Because of this conclusion the most likely scenario is that the actuating rod-links pin sheared apart from mechanical overstress. As the actuating rod exerts a force on the pin in one direction, the links exert a combined force equal to the actuating rod force in the opposite direction. These opposing forces are called shearing forces. If the device suffers damage from mechanical shock or overstress it can deform the pin material plastically (non-reversible deformation) until enough plastic deformation leads to shear apart. The pin may have sheared at one or two locations along its length, at either planes where the actuating rod interfaces with a link. The only other likely cause of this scenario is that the pin was to short, shifted within the actuating rod-links joint axially until the links slipped off the pin one at a time. Once both links slipped of the pin the jaw/clevis assembly is able to rotate radially relative to the actuating rod until the pin is no longer perpendicular to the inner walls of the clevis, at which point the walls are no longer restricting axial movement of the pin and the pin is able to completely eject and allow the clevis to slip of the actuating rod. This is the less likely scenario as this series of events would have rendered the jaws unresponsive one jaw at a time and this device would have been rendered a complaint at that point in time. A sudden failure during a surgery suggests the first scenario, the pin sheared apart while being exerted upon by shearing forces as the device was being squeezed closed or pulled open. The pin was not included with the complaint sample, therefore damage to the pin due to mechanical shock or overstress or instead a defective pin cannot be determined. Some damage was observed to the internal face of both links, along one edge only. This damage was most likely has been caused by opening and closing the device multiple times while also applying a twisting force to the jaws. Some elongation of the material at this damage indicates that it was most likely the result of a compressive force that was exerted on that edge by the actuating rod. This is most likely another sign of mechanical overstress. The actuating rod and links thickness and pin holes have not loss enough material to fall outside of their preassembly specifications, so there is no evidence of wear of this joint on the components that was returned. It is advised to return the pin so a most likely root cause can be determined.